Event description:
It was reported that during a da vinci si prostatectomy procedure, a permanent cautery hook instrument was smoking from the joint at the distal end. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. No evidence of any smoke coming from the distal end was found but signs of arching/localize melting on the yaw pulley was found during visual inspection. Additional observations not reported were seized front roll bearings, a broken distal idler pin, derailed yaw cable, and a damage main tube. The roll input disc did not move when manually rotated. Visual inspection showed the front roll axis bearing was seized and did not move when the main tube rotated, causing high friction. Engineering concluded improper cleaning may have contributed to the issue. The distal pin was broken and missing from the distal clevis. The yaw pulley cable was derailed off the idler pulley. No other cables were damaged. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. Electrical continuity testing was performed and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.